Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Meter and strips involved in incident were returned. Meter, returned strips, and retain strips were evaluated and performed to specification. No failure detected.

Event description:
Caller stated that she is getting high readings. Caller's normal reading range is 130-140. Caller stated that she had to visit the hospital because of the readings from this meter. Yesterday, (B)(6) 2017, she received a reading of 472 and had symptoms and called her doctor who advised her to call 911. The ambulance came five minutes later and they received a reading of 132 on their meter. When she got to the hospital, they received a reading of 89. When asked if she was treated with anything at the hospital, the caller stated that they did no treatment at all. Caller also noted that she was diagnosed with vertigo when she went to the hospital. When asked if the symptoms she felt matched low or high blood sugar, caller stated that generally she feels the same way whether she's high or low. Caller washes and dries hands before testing, and also uses alcohol. She is testing from the fingertip and uses a sterile lancet before testing. Caller sometimes has issues getting a blood sample. Testing technique is correct. Customer reported that she did a control solution test on (B)(6) 2017, and received a result of 106, which was out of range as the range on her strip bottle is 83-103. Since then, customer has lost her control solution and cannot find it, so another control solution test could not be done.